Manufacturer narrative:
Combination product: yes.

Event description:
This lead was capped due to noise. Should additional information be received, this file will be updated.

Event description:
This lead was capped due to noise. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. 14-apr-2025 additional report of 20 inappropriate shocks. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes, the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.